Manufacturer narrative:
The reported events were helix mechanism issue and high pacing lead impedance. As received, a complete lead was returned in one piece for analysis. The reported event of helix mechanism issue was confirmed. The lead was returned with the helix fully extended and clogged with dried blood. X-ray examination found over-torque of the inner coil at the connector region consistent with procedural damage. After cutting the lead and cleaning the distal portion of the lead, the helix could be retracted/extended by applying torque directly to the inner coil and helix extension length met specification. The cause of helix mechanism issue was isolated to the helix being clogged with blood, blood on the inner coil, and over-torque of the inner coil. The reported event of high pacing lead impedance was not confirmed. X-ray inspections did not find any anomalies except for procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
Related manufacturer number: 2017865-2023-22140, it was reported during implant procedure that both ventricular leads that were attempted to be placed exhibited high pacing impedance and helix retraction failure. The leads were successfully exchanged. There were no patient consequences.